Manufacturer narrative:
(B)(6) 2015 01:02 pm (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician evaluated the unit in question. The reported failure could not be reproduced. A supplemental report will be sent if new information becomes available.

Event description:
It was reported that during preventive maintenance of a device a unit had a "b-temp" error and it's disappeared after turning off and on. The failure couldn't be reproduced again. (B)(4).